Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On same day, the patient was hospitalized for the event. On the same day, the patient began treatment with injection vancomycin (1 gram, once in 5 days), injection meropenem (1 gram, once a day) and amikacin (125 milligram, once a day) intraperitoneally for the event of peritonitis. Treatment with vancomycin, meropenem and amikacin was ongoing. The patient was in the hospital and was recovering at the time of report. Dianeal therapy was ongoing. No additional information is available.